Event description:
It was reported intermittent, on-going occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer's recommended ranges can affect the safety and performance of the pump.